Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flow 4-way stopcock extension set's stopcock had holes that were not aligned. The reporter stated that the stopcock indicated the fluid path was closed while it was not actually completely closed. This was observed during priming. There was no patient involvement. Additional information was requested and is not available.